Event description:
The customer reported a positive total beta human chorionic gonadotrophin (tbhcg) result for one patient involving access 2 immunoassay system. Subsequent testing recovered a positive result but did not meet the precision claims of the assay. The customer reported ind (indeterminate) flags for level 1 quality control (qc). The positive result was not released out of the laboratory. Beckman coulter, inc. Customer technical support (cts) advised the customer to load a new reagent pack and recalibrate. Quality control was performed and passed successfully. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. System checks performed on (B)(4) 2012, passed all parameters.